Event description:
During surgery in bss, and in vitrectomy, the surgeon feels like the pressure in the eye has fallen. The user was able to resolve the issue by changing to another program with the eva and was able to complete the surgery as scheduled. No report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
The complaint is under investigation.

Manufacturer narrative:
With regards to this complaint a vfie module was returned for investigation. Investigation of the returned vfie module revealed no anomalies; it functioned within specifications. Therefore the cause of the complaint could not be determined. Review of the complaint database indicated that since this event, no similar issues have been logged on this eva surgical system subject to this event.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
During surgery in bss, and in vitrectomy, the surgeon feels like the pressure in the eye has fallen. The user was able to resolve the issue by changing to another program with the eva and was able to complete the surgery as scheduled. No report of patient/user harm. No report of prolonged or delayed surgery.